Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not closed. A field service engineer found that the main 2.1 drawer was failed to close. The hard stop was found missing all screws, and the metal spring was bent and replaced the missing screw, repaired the spring, and secured the hard stop. All connections were secured. Missing rubber bumpers were found and replaced. Testing was completed in hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was not closed and unable to access. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.